Manufacturer narrative:
(B)(4). Date sent: 5/18/2023. D4: batch # 167c24. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Additional information was requested, and the following was obtained: was buttressing material used? Buttressing material was not used during this procedure. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with blemishes under the soft touch material of the proximal nozzle and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No opening issues were observed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the clamp release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the reload jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, press the home/knife return button to activate the motor and return the knife to home position. Try opening the jaws again using the clamp release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. The event described could not be confirmed as the device performed without any difficulties noted. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the nozzle is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 167c24, and no non-conformances were identified.

Event description:
It was reported that during the thoracic procedure, the device's handle would be difficult to reopen once the closing handle was closed. The surgeon had to utilize an additional hand to pry/pull open the closing handle prior to firing. Once fired the device opened as designed but it was during the pre-fire of opening and closing device for proper positioning that it was challenging to open. Unknown if the procedure was completed successfully. There was no patient harm.